Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the sheath tip was broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the inspection findings and the incident information provided, the damage which occurred was most likely due to user mishandling during device reprocessing, such as impact-dropped. However, the root cause of the complaint could not be conclusively specified. As a ceramic material is brittle in nature, all ceramic tips are susceptible to fracture even though a more robust re-design has been implemented. Potential damage to distal tip is addressed in the device IFU (instructions for use) the IFU states, "study this manual and other labeling thoroughly for safe handling, storage and usage, including instructions for all generators and accessories... Failure to properly follow the instructions, warnings, and cautions may lead to serious surgical consequences or injury to the patient. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments, or allow them to be struck by other objects." Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use." An exact manufacturing date could not be identified, however, the device was manufactured within october 2021. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the resectoscope inner sheath, to olympus repair center for evaluation of a broken ceramic tip that was found during reprocessing. There were no reports of patient harm.